Event description:
During patient treatment with the 3100a, the displayed delta-p (oscillatory amplitude pressure) drifted from 24 to 80 cmh2o. The patient was placed on another ventilator without compromise.